Manufacturer narrative:
The device was discarded, images were received showing the condition of the unknown zirconia abutment.

Event description:
The doctor reports that the zirconia abutment from (B)(6) 2013 fractured. The patient presented with a loose bridge, the site was evaluated and determined to be an abutment fracture. The patient is currently in a temporary bridge.

Manufacturer narrative:
The images by the customer were evaluated. The abutment shown appears to have a bridge attached to it. It was evident that the abutment in the pictures was fractured. Additionally, the returned abutment was visually inspected. The product does not appear to be the same as the abutment in the photos provided. It was confirmed that the abutment was fractured. There were also signs of use on the abutment. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. Remedial action initiated : recall.

Manufacturer narrative:
Product received date. New information date. Additional information checked. Investigation pending.